Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the customer entered in the update ID into the device updater, the pump displayed a message stating "pump update error". Reportedly, the customer tried using multiple cables but was still unable to continue the update process. During troubleshooting with tandem technical support, it was advised for the customer to try another cable; however, the error did not clear. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.